Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that post-surgery, it was observed that the small battery drive device was unable to rotate or spin with the battery inserted and grip handle was warm to touch. It was noted that the battery device would drain easily and the device would not start. There was no patient involvement reported. There were no patient or user injuries reported. There was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device unable to rotate or spin with the battery inserted and the grip handle was warm to touch was confirmed. An assessment was performed on the device which determined the unit was not working, the triggers were sticky, the motor was damaged, the shaft would not rotate, the bearings were corroded, and the electric control unit (ecu) was damaged (broken insulation). The assignable root cause was determined due to component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.